Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensor was replaced per technical support request, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.